Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard soft mesh and bard/davol marlex (bard flat mesh) on (B)(6) 2017 and/or (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard soft mesh (device #1). An additional emdr was submitted to represent the bard flat mesh (device #2). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard soft mesh and bard/davol marlex (bard flat mesh) on (B)(6) 2017 and/or (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2017 - patient was diagnosed with right paramedian ventral incisional hernia thereby underwent open repair with the implant of bard soft mesh (device 1). Per operative notes, ¿the previous paramedian incision was excised with a mid-transverse wedge resection. Lysis of adhesions was done. Hernia sac was removed. A 30x30 cm bard soft mesh (device 1) was placed within the abdominal wall defect and secure it with sutures.¿ (B)(6) 2018 - patient was diagnosed with recurrent abdominal wall hernia, adhesion, inflammation thereby underwent open repair with explant of bard soft mesh (device 1) and implant of bard soft mesh (device 2). Per operative notes, ¿a mid transverse incision was made. Lysis of adhesion was performed. All inflammations were taken down. Hernia sac was dissected free. Previously placed bard flat mesh (device 1) was removed. A 30x30 cm bard flat mesh (device 2) was placed into the abdominal wall and secure it with sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This supplemental emdr represents the bard/davol - bard soft mesh (device 2). An additional supplemental emdr was submitted to represent the bard/davol - bard soft mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.